Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was off for approximately 3 months. After the pump was connected to a power source however, the pump remained off. There was no reported impact to the customer's blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.